Manufacturer narrative:
The reported event of oversensing noise was confirmed. As received, a partial lead was returned in two pieces. Electrical tests found an internal short between the right ventricular and ring electrode cables conductor paths on the distal portion of the lead. While destructive analysis found an internal insulation abrasion in one location beneath the right ventricular shock coil that breached the ring electrode cable lumen with an abrasion to one of the cables etfe coating. The cause of the reported event was due to the abrasion located beneath the right ventricular shock coil with exposure of the ring electrode conductor cable.

Event description:
New information received notes the right ventricular (rv) lead was explanted and replaced. The patient was stable.

Event description:
It was reported that the patient presented for remote follow-up via merlin.net. A review of the transmission revealed over-sensing exhibited by the right ventricular lead. Lead noise was suspected as the cause. No interventions were reported. The patient was stable.